Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The plunger was broken off from the anvil. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. A definitive root cause could not be determined with regard to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after firing in a sub-total gastrectomy, a metal piece was falling and disengaged from the device. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.